Event description:
It was reported to the surgeon on a follow up visit with the patient; the surgeon was informed that the patient felt pain. The patient initially had surgery on (B)(6) 2013, with an oasys implant from occiput to c5 and an extension mounting procedure to c6 on (B)(6) 2013. The surgeon noted that the oasys tulip screws and body screws were disconnected in c4. The surgeon has no plans to remove material as the rest of the mounting is fixed and doesn¿t understand how this situation could have occurred.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the oasys polyaxial screw non biased was confirmed to have a separated tulip and stripped head via x-ray images. The device was not returned since it remains implanted in the patient. The possible causes are too much instantaneous loading and/or frequent over extension of the construct as described in the IFU. However, the stated causes could not be confirmed. Conclusion: the root cause of the failure cannot be determined due to the absence of the device. The cause of the failure is believed to be multifactorial.

Event description:
It was reported to the surgeon on a follow up visit with the patient; the surgeon was informed that the patient felt pain. The patient initially had surgery on (B)(6) 2013 with an oasys implant from occiput to c5 and an extension mounting procedure to c6 on (B)(6) 2013. On (B)(6) 2013 the surgeon noted that the oasys tulip screws and body screws were disconnected in c4. The surgeon has no plans to remove material as the rest of the mounting is fixed and doesn't understand how this situation could have occurred.